Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels exceeded 650 mg/dl. The patient was admitted on the (B)(6) 2020. Patient's wife would not provide any more details on the event.